Event description:
During the implant procedure, while dissecting the nerve, a vein was nicked and the patient experienced bleeding. Physician used cautery and dissolvable sterile wound packing to stop the bleeding. This resolved the issue.